Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure high/purge system blocked: the cause of the high purge pressure could not be determined as no product or logs were returned for analysis and limited clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that an impella cp was alarming high purge pressure, and purge system blocked. Tissue plasminogen activator was added to the purge to improve flow. The patient continued with support and was explanted as planned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.